Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and high pacing thresholds. Technical services (ts) reviewed the event and provided troubleshooting options. No adverse patient effects were reported. This ra lead remains in service.